Event description:
A copy of the vns patient¿s death certificate was obtained. The death certificate does not provide the immediate cause of death; however, septic shock from aspiration pneumonia was listed to have occurred. It was noted that the patient had lennox-gastaut syndrome. An autopsy was not performed. The patient body was transferred to a crematorium, but the disposition of the patient device remains unknown.

Event description:
It was reported that the vns patient passed away on (B)(6) 2008. No other information was provided. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.